Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient could never get her battery to charge.

Event description:
It was reported the pt's device had overdischarged. It was stated the pt had not recharged their device in "approx six months." A power on reset condition had occurred. Troubleshooting recommended a physician mode recharge to try and recharge battery. It was stated this was attempted "several times" but was unsuccessful, and the device was replaced. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).